Event description:
A us distributor reported that a (B)(6) patient passed away while wearing the lifevest. The patient was reportedly found lifeless in a nursing facility. Review of the downloaded data indicates that the patient was in svt at 130 bpm at the time the device was shutdown due to battery runtime expired events. There were no treatable arrhythmias detected. Fully charged battery (B)(4) was placed into the monitor on (B)(6) 2015 at 15:25:13. The battery lasted for approximately 16 hours. During this time a battery capacity test was performed successfully. Patients are provided two battery packs; one to be used in the monitor, and the other to be placed on the charger while not in use.

Manufacturer narrative:
Device evaluation of monitor (B)(4) and belt (B)(4) have been completed. Upon evaluation, the monitor and the electrode belt were fully functional and able to perform ECG acquisition and defibrillation functions. Battery pack (B)(4) has not been returned for evaluation. The battery did not last a full 24 hours before expiring. Notifications are provided to the patient to replace the battery when the battery pack capacity runs low. Patients are provided two battery packs; one to use in the monitor and the other to be placed on the charger while not in use in the monitor. The cause of the battery not lasting a full 24 hours before expiring cannot be determined. There is no information at this time to reasonably suggest that the lifevest caused or contributed to the patient's death. The patient was in svt at 130 bpm at the time the device was shut down. Device manufacture date & usage of device: monitor: 12/22/2014 - initial use, belt: 04/02/2014 - reuse, battery: 09/02/2013 - reuse.